Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 10.0 mg/ml of morphine at 1.975 mg/day. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two.

Event description:
The pump and catheter were returned to the manufacturer without any information. It was indicated the patient had passed away on (B)(6) 2016. The patient's indication for use had been non-malignant pain, spinal pain, and degenerative disc disease. Additional information was received from the healthcare provider's office. It was stated that whatever the patient passed away from, it was not related to their pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.